Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 431 mg/dl at the time of incident and they had sides hurting, thirst. The customer was assisted with troubleshooting. Customer stated that she has had issues with going high in the night and comes down in the morning after 2-3 boluses. Customer stated that a couple days ago she had a blood glucose of 400 mg/dl which took 2, 3 boluses to correct. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that air bubble in the tubing but currently there are no air bubbles in the tubing. The location of air bubble was end of tubing near quick release and approximate size of air bubbles was none currently. The insulin pump will not be returned for analysis.